Manufacturer narrative:
Investigation is ongoing.

Event description:
Per the field clinical specialist (fcs), approximately 2 years and 6 months post implant of a 23mm sapien 3 valve using transfemoral approach, the patient presented with symptoms and significant paravalvular (pvl) leak. The patient's existing valve was around 80/20 on the noncoronary cusp and around 95/5 on the left cusp. A new 23mm sapien ultra valve was placed within the existing valve. The pvl seemed to be coming from the left side so a decision was made to place the new valve lower to remedy the situation. The procedure went well, the valve was placed without incident, and there was no pvl observed via echo.

Manufacturer narrative:
The following sections of this report have been updated: h.6 type of investigation, investigation findings and investigation conclusion. The 23mm sapien 3 valve was not returned to edwards lifesciences for evaluation; therefore, no visual inspection, functional testing and dimensional testing is applicable. The following instructions for use (IFU) were reviewed: commander delivery system with s3/s3u. Based on this review, no IFU training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for paravalvular leak was unable to be confirmed as relevant imagery/medical record was not provided for evaluation. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of the IFU revealed no deficiencies. As reported, "approximately 2 year and 6 months post implant of a 23mm sapien 3 valve using transfemoral approach, the patient presented with symptoms and significant paravalvular (pvl) leak. The patient's existing valve was around 80/20 on the noncoronary cusp and around 95/5 on the left cusp." Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, available information suggests that patient factors (cardiac remodeling) may have contributed to the complaint event. The left cusp of valve was around 95/5 (aortic/ventricular), which was out of the recommend range of deployment position (80/20 or 90/10). It is possible cardiac remodeling over time lead to the left side of valve migrated and resulting in paravalvular leak. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU training deficiencies were identified for these reported. Therefore, no product risk assessment (pra) nor corrective or preventive actions are required for these events.